Event description:
The device was applied during a bowel resection procedure. Reportedly, the instrument misfired. The surgeon used another device to complete the procedure. The hospital has reported that no pt injury occurred.